Event description:
Reportedly, the programmer screen froze in the recorded episodes page, so the power button was pressed and a pop-up appeared to indicate to close the session and normal functioning was restored.

Event description:
Reportedly, the programmer screen froze in the recorded episodes page, so the power button was pressed and a pop-up appeared to indicate to close the session and normal functioning was restored.

Manufacturer narrative:
Analysis synthesis: - analysis of the provided expertise files confirmed the reported behavior, as the power button was pressed by the user on (B)(6) 2023 at 10:40. - the observed issue resulted from an inappropriate refresh of the graphical unit interface (gui) when switching from one episode to another. - it should be noted that normal functioning was restored at the next interrogation.